Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The leak was from the bleach probe inside the instrument. The volume of the leak was unknown and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a drip coming from the bleach probe. The fse flushed the bleach system to the rbc (red blood cell)/wbc (white blood cell) baths and the instrument ran without leaks. (B)(4).